Event description:
The implantable neurostimulator was able to be successfully charged when implanted. Four months later, the pt lost stimulation coverage. The neurostimulator was over-discharged due to problems with recharge coupling. The implantable neurostimulator was not flipped, nor did pocket depth appear to be an issue with charging. An x-ray showed confirmed device configuration. The pt performed multiple physician mode recharges at home. The device was replaced. The hcp reported the pt outcome as 'no injury'.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The implantable neurostimulator was returned for analysis on 10/23/08. Final device analysis revealed that the rechargeable implantable neurostimulator was functionally ok, but the battery had a reduced capacity due to over-discharge. No significant anomalies were found. See scanned page.